Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. The unit was analyzed and upon logs review, the 32114, 25730, 32097 errors were found indicating low fiber reading on axes controller, arm (aca), axes controller, motor (acm) and axes controller spar (acs), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) where fiber test was found to be failing on the clock spring, parallelogram. Once testing was completed, the clock spring and parallelogram were verified to be the source of the fault. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer experienced multiple faults and had to recover the system. After, a universal surgical manipulator (usm) fault occurred, leading the customer to disable one of the usm arms and continue the procedure using only three usm arms. An intuitive surgical, inc. (Isi) technical support engineer (tse) noted numerous errors originating from armnet 2. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fse tested and resolved the issue.